Event description:
It was reported that during a pneumonectomy procedure, the surgeon fired initially across the pulmonary vein and the device did not ligate the pulmonary vein. When he observed the staple line, the device had fired a partial fire. The staples did not appear to be malformed. The surgeon used a second device and it had the same result. He then used a third device to complete the surgery. This resulted in pt bleeding and loss of blood. There is no cc amount available; however, it was noted one unit was required for the pt. The pt is reported to be stable. Add'l info being requested.

Manufacturer narrative:
Date sent: 09/15/2009. Info anticipated, but unavailable at this time.